Event description:
It was reported that the needle broke off inside the hand of a patient. No further information received. Update (B)(6) 15-dec-2023. Further information were provided that the needle broke off during a knee surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for evaluation. The needle was received broken inside the ar-12990 serial/batch number (B)(6). Visual evaluation noted obstruction on the suture slot at the tip of the instrument, which is presumable to be the tip of the needle. No functional testing was performed because of a broken device inside the instrument. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."